Event description:
(B)(4). I had essure (B)(6) 2011. I have had multiple side effects since, including headache, fatigue, back pain, recurring infections, and pelvic/abdomen pain. On (B)(6) 2015, I had a CT done to determine cause of pelvic pain. My uterus was inflamed and it was discovered that one of my essure coils had migrated. I was told, "sorry about that..." And when I asked if it should be removed I was told no. On (B)(6) 2015, I had an hsg done to confirm no dye would go through tube of migrated essure coil. The tube was blocked. In (B)(6) 2017, when recurring infections, pelvic and back pain continued, my doctor diagnosed me with possible adenomyosis (rejecting my essure claims) and on (B)(6) 2017, I had a hysterectomy. Pathology did not find adenomyosis. I asked about my essure and whether it was found. My doctor gave me an "oh!" Expression and claimed he'd forgotten about it. Pathology only found one coil still in place and the other was not located anywhere in the uterus, cervix or tubes that were removed. Looking back into files from my CT, I discovered small remnants were found in tube, but that the rest (majority) had migrated to my abdominal cavity per notes from the CT. This means it broke and migrated. This information was never shared with me (especially location of migration) prior to hysterectomy. And while I'd hoped for its removal with hysterectomy, I still have one in my abdominal cavity, which my doctor does not want to remove. He thinks it is harmless where it is and that it's not relevant.